Event description:
Boston scientific crm received information that this device detected loss of capture and high, out of range pacing impedance measurements on a defibrillation lead at implant. The lead was explanted and another defibrillation lead was implanted with a stable pacing impedance measurement. At a one week follow up, the device again detected high, out of range pacing impedance measurement and loss of capture. A connection issue was suspected. No adverse patient symptoms were reported. Additional information received indicates that this device delivered an inappropriate shock due to oversensed noise. It was reported that the patient was performing push ups. A lead revision procedure was performed to resolve the issue. New information received indicates that this device was later explanted for normal battery depletion.

Manufacturer narrative:
The device is undergoing analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting a high, out of range pacing impedance measurement at implant with no capture. The lead was explanted and another right ventricular transvenous defibrillation lead was implanted with a stable pacing impedance measurement. At a one week follow up, the right ventricular transvenous defibrillation lead was exhibiting a high, out of range pacing impedance measurement and loss of capture. No adverse patient symptoms were reported.